Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: the following information was inadvertently left out of the previous reports: the implantation date is estimated to be (B)(6) 2000. The patient¿s race is asian and ethnicity is not hispanic/latino. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast augmentation procedure with an unspecified mentor smooth saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was observed during an implant exchange surgery performed on (B)(6) 2020. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 650cc gel breast prostheses.